Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting atrial fibrillation (af) episodes that appeared to be sinus tachycardia. The device remains in use. No patient complications have been reported as a result of this event.